Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process

Manufacturer narrative:
While troubleshooting the issue, the customer observed that the quality control was out of range for ckmb and stat troponin-I and that the trig bottle to pump tubing was loose on the tubing straw after the trigger reagent was changed two days prior. The trig bottle to pump tubing was tightened and the patient samples rerun. Neither patient result was positive after the tightening of the part and no additional elevated results were observed. The trig bottle to pump tubing was considered the likely cause. A product labeling review found the architect systems operations manual addresses troubleshooting of elevated results including the tightening of tubing connections and adequately addresses the replacement of trigger solution bottles, in conjunction with instructions and graphics for the correct seating of the level sensor assembly and cap into the new bottle. A trending review identified no adverse trends with the issue described in the complaint. The architct (B)(4) analyzer is performing acceptably.

Event description:
The account stated false elevated results were generated with architect i1000sr on 2 patient samples. ID (B)(6) generated elevated architect ckmb of 8.5 ng/ml, but repeated in normal range of 3.6 ng/ml. The account uses a ckmb reference range of 0.1 to 6.4 ng/ml. ID (B)(6) generated positive architect stat troponin-I of 0.041 ng/ml, but repeated in normal range of 0.006 ng/ml. The account uses a troponin reference range of 0.006 to 0.025 ng/ml. No specific patient information was provided for ID (B)(6). There was no impact to patient management was reported for either patient ID.